Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
Only lead ii displayed. On 11/20/2009, the customer reported that this was a user error and no malfunction, the wrong electrodes were being used.